Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital with a two day history of diarrhea, lethargy, temperature with rigors and cough. The patient was given antibiotics and has been afebrile. The patient's stools were heme positive and the patient was transfused 1 unit red blood cells due to gastrointestinal bleeding. No further information was provided.